Event description:
It was reported via repair work order that the foot section would not latch. Also, it was reported that the calf support was unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot section and calf support were able to lock. The calf support being unstable is not likely to harm the patient as the calf support was still functional. It was also determined that the foot section was cracked with exposed sharp edges.

Event description:
It was reported via repair work order that the foot section would not latch. Also, it was reported that the calf support was unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.